Manufacturer narrative:
Evaluation conclusion: the manufacturer only investigated the internal battery. The manufacturer previously reported a failure of the ventilator to charge the internal battery, and the power management board was replaced to address the issue. The internal battery was changed to address the issue, not the power management board. The internal battery was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the internal battery not charging was found to be due to a failed .5vdc cell imbalance.

Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device to charge its internal battery was observed. The device's power management board was replaced to address the issue.